Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, one opening curved on the anterior and crease fold. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and "deflation".

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "deflation". Device has been explanted.